Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was broken. A field service engineer (fse) replaced the assay supply drawer hand pol clear narc vault with a spare unit available on site. The customer successfully recovered tower door 2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 plexiglass was cracked, and the door was hanging off the hinges. However, there were no delays or adverse events or injuries reported based on this event.